Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: suture retrieval. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, when the plunger was pulled back no sutures were present. The device was removed the hemostasis was achieved by an unspecified method. There were no reported adverse patient effects. Though requested, no additional information was available.